Event description:
It was reported, the customer's insulin pump was exposed to water when the patient jumped into the pool with it. The customer's blood glucose was 153 mg/dl. It was also stated that there was fluid under the lcd display. It was advised that the customer discontinue use of the insulin pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked display window corners, broken battery tube threads, and a cracked reservoir tube lip. The insulin pump had moisture damage on electronics. There was no blank display was noted during testing. (B)(4).